Manufacturer narrative:
Two concomitant products associated with the reported pump. (B)(4), reservoir, cassette, part number 21-7302-24, lot number 17x646 . (B)(4), reservoir, cassette, part number 21-7302-24, lot number 17x646.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a "no cassette" alarm occurred three hours into infusion to a smiths medical cadd-legacy® plus pump. It was noted that the alarm occurred again with the use of another cassette 13 hours after infusion. There were no reported adverse effects.

Event description:
Additional information: the patient was sleeping in bed when the event occurred. There was a problem on the tubing under the blue cover. It was bent and soft, impossible to put in the notch, impression that it was longer than usual. The filling a new cassette processed when the pump alarmed; so, it was a waste of 4 vials of product.

Manufacturer narrative:
One cadd legacy pump was returned for analysis in used condition. Use testing was performed. The customer complaint was not confirmed. The pump passed all tests and was found to be operating properly. The problem source is unknown.